Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in left eye four months post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva) in left eye. The patient complained of mild blur distance at near. Bcva right eye pre op 20/20 post op 20/25. Bcva left eye pre op 20/20 post op 20/20. It was reported on (B)(6) 2014, the epithelial ingrowth resolved and there was flap lift and rinse performed. The blurry vision also resolved. Account reported there is no indication that patient experience additional vision however, they reported that patient has not been refracted. The patient had monovision. Her uncorrected visual acuity at near was 20/25 at her last follow up on of (B)(6) 2014.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.